Manufacturer narrative:
The returned pacemaker was analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the pacing and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this pacemaker was explanted due to being damaged or defective along with oversensing and not delivering pacing when required. Upon interrogation, this pacemaker was stating that there were premature ventricular contractions (pvc) that were not actually there. A new pacemaker and right ventricular (rv) lead were successfully placed in a new position. It was noted that the likely cause was blood in the header from a possible loose connection. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.

Event description:
It was reported that this pacemaker was explanted due to being damaged or defective along with oversensing and not delivering pacing when required. Upon interrogation, this pacemaker was stating that there were premature ventricular contractions (pvc) that were not actually there. A new pacemaker and right ventricular (rv) lead were successfully placed in a new position. It was noted that the likely cause was blood in the header from a possible loose connection. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.